Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began to experience diaphragmatic stimulation from the left ventricular lead shortly after implant. Reprogramming was done but all vectors evoked diaphragmatic stimulation. The lead was capped and an epicardial lead was implanted to replace it. No further patient complications have been reported as a result of this event.